Event description:
It was reported that during a da vinci si prostatectomy procedure that the internal wires were coming out of the maryland bipolar forceps instrument tip. No fragments were reported to have fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported internal wires are coming out. However for clarification, the nonconformance was a broken grip cable found at the clamping pulley upon housing removal. Clamping pulley showed signs of excessive residue residing around the grip cable. Evidence not conclusive, but broken cable may have been a result of improper cleaning. Additional observation not reported by customer was a dislodged conductor wire. A segment of the conductor wire has become dislodged from the conductor cap and is exposed on the outside of the yaw pulley. Wire insulation is not damaged and electrical continuity passes. Further observation was the main tube's surface was no longer smooth, showing signs of wear. Evidence not conclusive, but damage may have been a result of improper cleaning as well. The instruments and accessories user manual specifically states: proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not used a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.